Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Low capture threshold and inappropriate defibrillation therapy was observed during follow-up. Diagnostic imaging revealed the right ventricular (rv) lead was dislodged. The lead was capped and the device was explanted and replaced. The patient was in stable condition. Related manufacturer reference number: 2938836-2017-30658.

Manufacturer narrative:
The device was returned from the field and evaluated. Interrogation of the device revealed the device was above eri. Mechanical, visual, and electrical evaluation revealed no anomalies. The cause of the field event could not be determined.